Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured across the threads. Functional testing could not be performed since the device was fractured. Pre-existing conditions, tooth location and duration of placement was unknown due to limited information provided by customer. However, it was mentioned that screw broke on initial placement. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1199259. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1199259) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that screw broke on initial placement. Tooth location unknown.